Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable has minor twists beginning to develop. It is noted the rf head interrogates consistently without issue; moving cable and connector has no impact on telemetry. (B)(4).

Event description:
It was reported that the radio frequency programmer head was in a box of several loose heads. Follow-up determined that they were returned for varying reasons including difficulty being able to "auto identify" patient devices, cord and cosmetic issues. The programmer head was returned for service. Per follow-up, there was no patient impact.